Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) reported while charging their implanted neurostimulator (ins), a couple days ago, the recharger paddle got hot and shortly thereafter sent what felt like a sudden jolt or impulse. Pt commented they felt it in their heart. Pt stopped charging their ins after the sensation they have felt. Agent redirected the pt to healthcare provider (hcp) to further address the sensation they have felt but pt said they were not seeing any hcp at the moment. Agent to send physician listings. Agent sent request to repair to replace recharger.